Event description:
The customer contact reported the patient received less medication than intended. The device was programmed to deliver an unspecified antibiotic, at an unspecified rate, with a volume to be infused (vtbi) of 50 ml and the delivery was started. No further programming parameters were provided. After an unspecified length of time when the delivery was expected to be complete, the nurse noted that approximately 25 ml of medication remained in the solution bag. The device was reprogrammed and the delivery was completed. At an unspecified time later, the device was programmed to deliver another unspecified antibiotic, at an unspecified rate, and vtbi of 100 ml and the delivery was started. After an unspecified length of time when the delivery was expected to be complete, the nurse noted approximately 50 ml remaining in the solution bag. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.